Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 0.006 ng/ml with flag. The repeat result was 3.14 ng/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The investigation is ongoing.

Manufacturer narrative:
Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.